Event description:
This is being submitted to report the air leak that was observed during use with the mitraclip steerable guiding catheter (sgc), and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guiding catheter (sgc) and dilator were properly de-aired, per the instructions for use (IFU), prior to insertion of the dilator. The dilator and guide stopcocks were closed while de-airing. The lever caps were tightened. There were no issues during functional inspection, and the connections of the 3 way stopcock were confirmed to be tightened and secure. The sgc and dilator were introduced into the left atrium and during removal of the dilator from the sgc, after retracting the wire into the dilator tip, air was sucked in from the valve side, and a leak was noted in the hemostasis valve. There was no contact of the guide tip with the tissue. The tip of the guide was with at least 1.5 cm away from the atrial wall in all directions. It is suspected that there was an issue with the hemostasis valve. Aspiration was performed and a new sgc was used to complete the procedure. One clip was implanted and the mr was reduced to <1. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The steerable guiding catheter (sgc) and dilator were returned. The reported sgc leak could not be confirmed via returned device analysis. The sgc hemostasis valve was inspected and was identified to be intact. Additionally, silicone was confirmed to be present in the hemostasis valve. During leak testing, there were no leaks or loss of fluid column observed. Potential causes for sgc leaks can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). A review of the device history record revealed no non-conformances for the lot. Additionally, a review of the complaint history indicated there had been no similar air leak incidents reported for this lot. The user also confirmed there were no issues noted during functional inspection of the sgc during device preparation, which is an indication that the device was functioning properly prior to use. With respect to user technique/procedural conditions, the sgc leaks can be influenced by the steps utilized at the account during device prep, such as not fully de-airing the guide shaft during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). Since the analysis was unable to identify any leaks in the valve during testing and the device functioned as intended, it is possible that the leak observed in the system was related to user technique / procedural conditions during use; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported leak could not be determined. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.